Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The primary set was primed with water and the secondary set was primed with blue dye water. An infusion was performed at a rate of 100 ml/hr for one hour. No observation of back flow was observed. The customer complaint was unable to be verified. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a model and lot number was not provided by the customer.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following: it was reported by the customer that potassium bag then started to drip continuously (wide open). Secondary line immediately clamped. IV set-up assessed and no concerns with line seen. Secondary line un-clamped for a second time and the bag started to drain wide open again.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.